Event description:
Per the end user, the flange was on for 2 days and cut into the stoma, the pouch had blood in it upon removal. No further info is available.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device (s) listed in this report is (are) used for treatment, no diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Twelve months of complaint history data was reviewed for this product. Based on the review, 4 cases were registered for this complaint issue with this product icc number within the previous 12 months. No nonconformance relating to bleeding/trauma to stoma for this icc were found in the global nonconformance reporting system for the previous 12 months of case creation.